Event description:
It was reported that several months post implant, the patient developed vegetation and endocarditis, with evidence of staph lugdenesis bacteremia. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found.